Event description:
Allegedly, eprd reported 5 new complications for profemur® preserve first revision (2 periprosthetic fractures, 1 other and 2 unknown). No further information was reported this incident is capturing 2 periprosthetic fracture events.